Event description:
It was reported that during an anterior resection procedure, the doctor used the stapler how he always uses it, but on inspection after firing, it was clear to see the stapler had cut, but did not staple correctly. On examination of the rectal stump, he said there were no staples. Therefore, he couldn`t join them back together and close the rectal stump so the patient has got a stoma for the time being. The doctor did say that even if the staple line had been good, he may not have closed as the quality of tissue was not very good and therefore a stoma was planned. Patient is fine. On inspection, the drivers are present on the cartridge. Requested and received information on 4/2/2010.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck.the device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.it should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.